Event description:
An ipp device was implanted, date not indicated. On 6/14/94 the right cylinder had ruptured - removed tube from pump and deactivated using metal plug. Prosthesis remains usable with reservoir, pump and left cylinder. On 3/4/97 deactivation plug cut through tubing and needed to be replaced.